Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. There was no reported adverse impact to the customer. Contact declined tandem technical support's (cts) offer to troubleshoot and reportedly, reset the pump after discussing the steps needed to perform the reset with cts.